Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure wherein three linear leads were implanted. The patient was doing well postoperatively, and the explanted leads were not returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).